Event description:
It was reported that this left ventricular (lv) lead exhibited impedance issues. Subsequently, this lead was surgically abandoned a new lead was successfully implanted. No additional patient adverse effects were reported.